Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod between 4 and 24 hours. The patient has mentioned that the pump might be overdosing them but discovered that they entered a basal rate of 25 units per hour (600 units per day) in their new controller. The patient was treated with high doses of sugar. The patient was also prescribed amlodipine (5 mg one tablet daily), buspirone (7.5 mg one tablet bid), carvedilol (1 tab 6.25 mg bid), cholecalciferol (1 tab daily), hydralazine (25 mg one tablet tid). The patient was released six days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.